Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the fridge overheating issue had reached its maximum temperature. A field service engineer spoke to the pharmacy staff over the phone and requested them to investigate the refrigerator to determine if the temperature was too high. The pharmacy staff later called back and confirmed that the helmer fridge was functioning normally. The system operated as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator attached to the station displayed an overheating maximum temperature alert. The customer was unsure of the cause and attempted a restart, but the issue persisted. The remote smart service status shown as online for the es station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex c, imdrf annex d and manufacturer narrative. Upon investigation of this incident, a field service engineer (fse) requested the customer to check if the refrigerator temperature was hot or not. After verification, the customer confirmed that the helmer refrigerator was functioning normally. The system operated as intended after the field service engineer investigated the incident and customer tested the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator attached to the station displayed an overheating maximum temperature alert. The customer was unsure of the cause and attempted a restart, but the issue persisted. The remote smart service status shown as online for the es station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.